Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (dsuj) due to error 32100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and found error 32100 indicating a current/voltage monitoring error in the dsuj axes controller tornado (act): channel I_brake2_l pointing to the wrist brake. It was coupled with error 32099 indicating a half-bridge driver error thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also tested on a patient site cart fixture test platform (pftp) where all relevant tests passed with no log errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the act board and wrist brake are consistent with the reported event and considered the potential root causes.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced repeated recoverable fault 32100. The customer tried to recover the fault several times and error persisted. Technical support engineer (tse) asked to perform system reboot but the error reoccurred. The procedure was completing as planned with no reported injury.